Manufacturer narrative:
H3, h6: the navio bone screw driver (us), pfsr110164, lot11018012627 used for treatment was not returned for evaluation, however photos were provided in the field report. The photos show the internal socket was detached from the tool. A relationship between the reported event and the device was confirmed. A functional evaluation could not be performed because the device was not returned. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical CAPA, nc, hhe/pra, field action review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The most likely cause of this event is mechanical component failure and breakdown/defect of the weld. Care and caution should be exercised during the surgical site setup, surgery and tear down to protect the device from an unforeseen force, such as falling onto a hard surface or damage. Refer to the navio surgical system user¿s manual for proper handling. This failure is an identified failure mode within the risk assessment and the anticipated risk level is still adequate. Further investigation into the reported failure has been conducted, and the potential root cause is a combination of durability issues after extended use (expected wear and tear rate), abnormal use of the tools, or inherent variations in the manual weld process that are present across production lots. The investigation was closed with appropriate risk justification and objective evidence that led to the potential root causes listed above. Based on the investigation, no additional containment or corrective actions are recommended at this time. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, after a navio assisted tka surgery, when the surgeon went to remove the bone pins the navio bone screw driver stripped and the internal catch fell out. There was no delay due to the issue since it was noticed after procedure.